Manufacturer narrative:
Siderail.

Event description:
It was reported by service report that the pt foot left siderail will not stay latched in the up position. No pt involvement or adverse consequences are reported.